Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage. Functional testing was able to duplicate the reported problem. It was determined that the defected latch lock sensor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the device exhibited error code 41541. There was unknown patient involvement.